Event description:
It was reported that during a routine device changeout of an asymptomatic patient, low impedance and an increase in capture threshold was observed on the right ventricular lead when connected to an external pacing system analyzer. The lead was changed from bipolar to unipolar and acceptable measurements were seen. The lead was capped and replaced at that time.